Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 221 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.